Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the outer insulation was perforated by the stylet/guidewire. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut and the lead appeared damaged at implant. Evaluation summary: (B)(4) outer insulation perforated (stylet/guidewire). (B)(4) full lead.

Event description:
It was reported that during the implant attempt the stylet perforated the lead near the lead connector pin. The lead was not implanted and a different lead was successfully implanted. No patient complications have been reported as a result of this event.